Event description:
It was reported that the camera head had grainy image and no image. The issue was found during a therapeutic transurethral resection of bladder tumor (tur-bt) procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical problems like open circuit, short circuit, signal loss, component issues. Material problems like degradation. Mechanical problems like leakage/seal, deformation, fatigue and wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.